Event description:
It was reported that cartridge leaked insulin from cartridge pigtail on three occasions, all occurring on same day while customer was using tandem mobi. There was no adverse impact to the customer¿s blood glucose level. Customer changed cartridge and successfully resumed insulin therapy, and technical support arranged replacement cartridges to maintain customer satisfaction, although original cartridge was not available for return.